Manufacturer narrative:
72404127, 834832010, control pump fgs iz. Unk-m-72400024, balloon fgs 61-70 cm.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient began leaking again. Onset date or cause is unknown. No adverse patient effects.